Manufacturer narrative:
The investigation for automated impella controller (aic) - a/c power issues has been completed. After reviewing data logs and functional testing of the console, the cause of the aic issue was a defective pbm board. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05492: d2 common device name. G1 reporting contact fax number missing.

Event description:
The complainant in the EU reported automated impella controller (aic) stopped working during the procedure. There was no reported harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.